Event description:
The customer reported recurring occlusion issues on their mobi insulin pump, causing their blood glucose levels to rise up to 500 mg/dl. In response to the high blood glucose levels, the customer administered a correction bolus using the pump. The customer did not require assistance from a third party. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge. Customer changed the infusion set and cartridge, and resumed insulin therapy.